Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified iliac artery. The 8.0mm x 40mm sterling balloon catheter was advanced. Inflation was performed once to 10atms. During the second inflation, the balloon ruptured at 6atms. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred.the 99% stenosed target lesion was located in a severely tortuous and severely calcified iliac artery. The 8.0mm x 40mm sterling balloon catheter was advanced. Inflation was performed once to 10atms. During the second inflation, the balloon ruptured at 6atms. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4).